Manufacturer narrative:
Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the failure mode cannot be confirmed. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist and release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. The system level review found no indication of a causal relationship between the fresenius products and the patient event. Clinical investigation: the patient medical records were provided by the facility on february 11, 2016 and march 03, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Medical records support staff attempted to challenge patient to remove fluid below estimated dry weight at times, without success. Medical records do not contain hemodialysis treatment sheets for this event. Medical records reveal no infectious process occurred. Medical records reveal patient was in fluid overload following hemodialysis treatment. No malfunction was reported. There is no documentation in the medical record that indicates a causal relationship between the 2008k machine and the patient¿s fluid overload. There is no documentation in the medical record that indicates there is a causal relationship between the fmc bloodlines and the patient¿s fluid overload. There is no documentation in the medical record that indicates a causal relationship between the dialyzer and the patient¿s fluid overload. There is no documentation in the medical record that indicates a causal relationship between the concentrates and the patient¿s fluid overload. Medical records indicate patient was dialyzed, and then developed a fever of unknown origin not related to the hemodialysis treatment. The fever was not treated. Medical records reveal the patient is not always aggressively dialyzed to get patient below estimated dry weight (edw).

Event description:
Medical records provided for review reveal the following: during hemodialysis treatment, on the date of the event, the patient complained of chills and refused tylenol. Patient indicated that the abdominal incision was mostly proximate; however; a small area (approximately 1.0cm) was open with yellow slough. The patient reported that after speaking with her surgeon, the decision was made to meet at the emergency room after the hemodialysis treatment is completed. The patient presented to the hospital with dyspnea and was found to have fluid volume overload upon examination. The patient was also found to have accelerated hypertension. Following an extra run of dialysis with volume taken off, the patient's blood pressure improved and patient was saturating well on room air.

Manufacturer narrative:
(B)(4). According to follow up with the registered nurse (rn), this event was not as a result of a product issue. It is a patient issue. The rn reported the patient cannot remove more than 2.5kg per treatment without experiencing severe cramping. As a result, the patient asks to stop additional fluid removal so does not remove all her fluid during treatment. This fluid which is not removed is added to between treatments via the patient¿s fluid intake. When this happens, they have to try to remove more fluid during the next treatment which leads to cramping and the same scenario for subsequent treatments. According to the rn, the patient has experienced cramping and other symptoms such as: shortness of breath due to this issue. The device was not available for investigation nor was the serial number known. The post market surveillance department is in the process of reviewing medical records and the plant investigation is in progress. A supplemental MDR will be submitted with additional relevant information. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
During medical record review for an unrelated event, it was learned the patient experienced shortness of breath and fever of 100.4 during her hemodialysis treatment. The patient was discharged after her treatment and went to the emergency room. The patient was admitted to the hospital (B)(6) 2014 and discharged on (B)(6) 2014. The patient received a hemodialysis treatment during the admission; however, she remained afebrile with no elevation in white blood cells counts during this hospitalization. According to medical records, the patient developed a temperature of 100.4(f) after treatment. One set of blood cultures was drawn on (B)(6) 2014. The patient stated she would be going to the emergency room after treatment. On (B)(6) 2014 the blood culture results revealed no aerobic or anaerobic growth after 5 days incubation. There was no allegation of device malfunction associated with this event. The initial reporter did not recall the serial number of the device used. No sample is available.